Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing confirming the reported customer complaint. The pwa was replaced to fix the reported issue. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump asking for pass code, does not allow programming and does not start therapy. No adverse effects reported.

Manufacturer narrative:
Additional information: a2, a3, b3, h10. Information was received on (B)(6) 2020 indicating event date and patient information.